Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 489mg/dl. It was stated that the customer was experiencing unexplained high glucose for several days. It was stated that the customer was treated with 15.0 units of insulin while staying at the hospital and his glucose level dropped to 115mg/dl. Then the customer was released four hours later. Troubleshooting was performed. Reviewed the alarm history and found no delivery and error alarms. Ran a fixed prime test and the insulin did exit. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.